Event description:
N/a.

Manufacturer narrative:
The microsensor was returned for evaluation. Failure analysis: the issue of the complaint has been confirmed: only part of the catheter was returned, connector end. No testing was possible. Root cause: the cause of the problem stated to be mishandling of the catheter.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported a microsensor basic kit r was implanted to patient and the device was functioning well, with good icp reading. The patient was transferred for MRI examination and a nurse stayed near the patient for the duration of the MRI procedure, with visual contact. The MRI conditional set-up was made according to the IFU and specific requirements; however, when the patient returned to the ICU, they connected the sensor to the icp express monitor and no icp reading was displayed. They checked the sensor and it was broken in 3 parts and the microsensor was removed.